Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with vibrator alert functioning properly. No vibrator anomaly noted. The pump was received with cracked case at reservoir tube window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of low readings and vibrator anomaly from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with sugar. The customer stated that the pump did not vibrate during vibrate test. The insulin pump will be returned for analysis.